Event description:
A consumer reported that she had an intraocular lens (iol) implant surgery three and one half years ago. Four months following her iol implant, she had a laser in situ keratomileusis (lasik) procedure performed. The consumer reported that approx two years following her iol implant, she noted a progressive decrease in her vision. The consumer also reported that she had recently had a craniotomy. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There were no other complaints reported for this lot. Additional info has been requested by phone, fax, and mail on (B)(4) 2012. A completed questionnaire has not been received. (B)(4).